Event description:
It was reported the pump had a high occlusion. It was during infusion with no patient injury.

Manufacturer narrative:
Other text: d4 UDI (B)(4). Device evaluation: one device received for investigation. Visual inspection performed and device was received with scratched lcd lens, scratched rear label, bubbled downstream seal, and worn upstream sensor seal. Functional test performed, reported problem was duplicated. The reported problem was caused by an inoperable dso and uso sensor. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).